Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred during the load sequence. Customer was not removing the air from the cartridge before filling with insulin, a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 238 mg/dl.